Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that patient had high blood glucose. Customer's blood glucose was 300 mg/dl. The customer was experiencing the symptoms of nausea, pain all over and vomiting. The customer was admitted to hospital on (B)(6) 2015. The customer blood glucose at time of emergency visit was under 300 mg/dl because of injection. The customer at the same night when back to the hospital and blood glucose was 450 mg/dl. The customer was admitted to the hospital and transferred on tuesday to another hospital. The customer treated with fluids, gave insulin by injections and treated with pump. The customer advised that set was changed just before going to hospital. After the troubleshooting was done, customer was advised that the device seems to be working as designed. The customer was advised no delivery alarm received may have been the problem as patient wearing set after leaving the hospital.